Manufacturer narrative:
The customer contacted siemens customer care center (ccc). A ccc specialist determined the quality control recoveries were within range. The customer ran a 3 cup, 5 replicates precision study with the erroneous sample and the precision was within acceptable limits. The cause of the discordant, falsely elevated tobramycin (tobr) result is unknown. Siemens is investigating the issue.

Event description:
A discordant, falsely high tobramycin (tobr) result was obtained for a patient sample on a dimension vista 1500 instrument. The initial result was questioned by the physician. The same sample was repeated on the same instrument resulting lower and as expected. A corrected report was issued to the physician(s). There are no known reports of patient intervention due to the discordant, falsely high tobramycin (tobr) result. There are no known reports of a delay in administering treatment or medical intervention to the patient due to the discordant, falsely high tobramycin (tobr) result.

Manufacturer narrative:
The initial MDR 2517506-2018-00122 was filed on 21-feb-2018. Additional information (28-feb-2018): a siemens headquarter support center (hsc) specialist stated that the instrument data did not indicate any instrument or reagent delivery issues. The discordant, falsely elevated tobramycin (tobr) result may have been caused due to preanalytical factors which include: pre-centrifugation: tube manufacturer's IFU instructions must be followed including mixing of the sample after phlebotomy to ensure complete dispersion of the anti-coagulant or clot activator throughout the sample in order to avoid latent fibrin formation in the serum or plasma portion of the sample. Centrifugation: factors other than the generation of platelet poor plasma are important indicators of good sample quality. Modification of the centrifuge speed and time outside of the tube manufacturer's IFU instructions for g force and centrifugation time and/or the use of statspin impacts the sample and gel separation causing the formation of gel droplets containing cellular material in the plasma portion, oil droplets on the top of the samples, and cellular components remaining in the plasma portion of the sample with non-gel tubes. The quick braking of high speed centrifugation and/or the use of statspin may cause platelets, red cells, and other cellular debris to re-suspend into the plasma portion of the sample. The g force is a function of the centrifuge speed (rpms) and radius of the centrifuge rotor. Post-centrifugation: platelets are not consumed in a plasma sample as they are during the clotting process of serum samples. Platelets and buffy coat material do not pass through the gel barrier during the centrifugation of a plasma sample and remain above the gel barrier. Quick braking of high speed centrifugation and/or the use of statspin may cause platelets, red cells, and other cellular debris to re-suspend into the plasma portion of the sample. Ensure that samples remain upright to avoid re-suspension of platelets, buffy coat material, fibrin, and other particulates into the serum or plasma portion of the sample. Avoid pouring of samples from a primary tube into an ssc. Recommend using a transfer pipette to transfer sample from short draw tubes into ssc cups. The cause of the discordant falsely elevated tobramycin (tobr) result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required. Result and conclusion codes have been updated.